Event description:
Novasure plugged in for the md, novasure would not calibrate and pass safety check, tried multiple times with device, rn noticed blood backing up into filter. Obtained a new hand-held device and machine. Plugged in new novasure hand piece and new machine, calibrated novasure, we were then able to complete procedure without any further problems.